Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. High ra and rv impedances were also observed. Boston scientific technical services (ts) reviewed data from the device and confirmed that the noise recorded was consistent with the minute ventilation signal. Troubleshooting was recommended to determine the root cause of the high impedances. The troubleshooting will be performed at the patient's next follow up appointment. The ra and rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.